Event description:
Complainant alleged that the medics were monitoring a pt (age unknown) who was in full cardiac arrest, but the device display intermittently went blank. The medics then turned the device off/on and continued to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.